Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller con094156 was returned to the manufacturer for evaluation. Various analyses were conducted and review in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications however failed external visual inspection for driveline port contamination. Log files indicated electrical faults and high watt alarms. The root cause for "electrical fault" was found to be contamination within the pump driveline connector, likely due to combination of driveline connector handling and driveline/tumbling cap design. Heartware has open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware hvad instructions for use: a) provides instructions on how to properly handle the connector driveline during tunneling, placement of the rubber driveline cover and connection to the controller. B) notes that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. IFU also advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Con093702/1403us expiration date: 07/31/2014 manufacturing date: 07/01/2013. (B)(4).

Event description:
It was reported from the united states that the ventricular assist device (vad) controller had electrical fault alarms. The patient stated that no damage had occurred with the controller or driveline prior to the alarm. The site performed an x-ray and noted that an electrical fault alarm occurred while the patient was getting onto the examination table. The site inspected the driveline cable and noted no abnormalities. No alarms were triggered while the site manipulated the driveline cable during troubleshooting. Preliminary analysis of controller log files confirmed the presence of electrical fault and high watt alarms. A manufacturer's representative assessed the device and confirmed with the hospital staff that the patient could tolerate the vad-off time associated with a driveline connector cleaning procedure. The procedure was performed in the intensive care unit (ICU) and the patient was prepped for the procedure with intravenous administration of heparin. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on april 28, 2014 to remove contaminants. Contamination was visible within the controller connector. The electrical fault alarms were not able to be reproduced after the procedure. The controller was exchanged during the procedure. The controller and controller ac adapter were removed from service and the patient was issued a replacement devices. The two devices were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.